Event description:
It was reported that the customer had high blood glucose levels of 133 mg/dl. The customer reported that the insulin pump alarmed no delivery prime. Troubleshooting was done. The customer reported an air bubble on the reservoir of the insulin pump. The customer was assisted in clearing the air bubble from the reservoir of the insulin pump. The customer was advised to push insulin slowly with a plunger. The customer reported that insulin did exit. It was reported that the occlusion from the reservoir of the insulin of the insulin pump was cleared. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).